Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via their implanted pump for chronic pain. The patient never got expected relief since (B)(6) 2016 and it was confirmed there was no specific product allegation. The patient complained and wanted the pump removed. He was never happy with it. The pump was removed on (B)(6) 2016 and the pump off password was requested. The pump would not be sent back to the manufacturer as they were not suspecting any problem with it. There was no allegation against the system and the patient just wanted it removed. No other symptoms reported. The event date was unknown. The patient was implanted a few months ago (exact date unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.